Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that before the insertion of the vascular sheath during catheter placement, the vascular sheath was checked for integrity and burrs were found with its proximal end. A new kit was opened to avoid the effect of the sheath on blood vessels of the patient after insertion. The new kit was placed in the patient successfully.